Event description:
On (B)(6) 2012, it was reported that the pt¿s blood glucose level had been elevated. From (B)(6) 2012 the pt¿s blood glucose level ranged from 5.0 to 18.3 mmol/l (90 to 329.4 mg/dl). The pt changed his infusion set and insulin cartridge, but continued to have elevated blood glucose levels. The pt attempted to fill the infusion set, but no insulin was coming out of it. The infusion device did not display any alarms or errors. The pt did not require medical assistance from healthcare professional or second party to address the issue. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the patient's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm functions of the pump were tested on the diagnostic test system and meet the specifications. The returned infusion set and reference samples were visually inspected and tested for flow and leak. All test results were within specifications.